Event description:
In process of retrieving an intravenous filter with a snare kit, the ring on the snare came off, but was caught by the filter and removed with the filter. No harm to pt. Dates of use: 2008. Diagnosis or reason for use: retrieve intravenous filter.